Event description:
A customer observed imprecise total b-hcg results for a patient sample tested on the ec analyzer. The biased result was not reported. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation showed that qc results were acceptable. There was no evidence of analyzer malfunction. The customer was using a patient sample that was lipemic. Some of the sample results obtained from alliquots of the same sample indicated that patient was pregnant. The instructions for use for this assay states "turbidity may affect assay results" . An acceptable sample was not obtained from the patient; however, the clinician determined that the patient was not pregnant. The most likely root cause of the event is user error - the customer tested a sample not recommended by the manufacturer.